Event description:
A medtronic representative reported that a solera 4.5 tap was returned to the manufacturer clogged with bone. There was no patient present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. RMA issued. Replacement part shipped 09/26/2012 and then returned back to the manufacturer unused (B)(4) 2012. The suspected device was received by the manufacturer on (B)(4) 2012 for evaluation. After mechanical and visual evaluation of the actual device finds are: the tap is blocked with bony material as reported.